Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6)2015, explanted: (B)(6) 2016, product type: extension. Product ID: 3389s-40, lot# va0u2lt, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 3389s-40, lot# va0u2lt, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient developed an infection and the implantable neurostimulator (ins), both leads, and both extensions were explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.